Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had passed away on (B)(6) 2021 post-implant. It was reported that the recently implanted patient had passed away due to multisystem organ failure (msof) and severe metabolic acidosis from ischemic bowel. The device was working as expected at the time of the patients death.

Manufacturer narrative:
Section h6: health effect - clinical code is 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and patient condition and a direct correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. (B)(6) was returned with the pump cable intact. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23feb2021. The heartmate 3 lvas instructions for use (IFU) lists various forms of organ failure as and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.